Event description:
It was reported that non-sustained rv oversensing due to intermittent loss of capture were observed. The device was reprogrammed. No adverse consequences were reported for the patient.

Manufacturer narrative:
(B)(4).